Manufacturer narrative:
(B)(4). Date sent to FDA: 6/21/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date first hip surgery. Was the patient treated with any medications relating to the erythema following the first surgery? Product code and lot number of prineo used during the first surgery. Procedure date second hip surgery. What in the physicians opinion are the contributing factors to the reaction? Does the physician opine that the patients major reaction including kidney dysfunction was related to prineo? Date and timeline of when patient reaction began and what was the patient symptoms. Update to patient current condition. What prep was used prior to prineo use? Was the prep allowed to dry prior to prineo mesh application? Please describe how the adhesive was applied on the tape? Was the mesh placed over the entire length of the incision? Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Did the prineo mesh extend beyond the patient incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and allowed to dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? Was there any skin reaction? Please provide details. Do you have any photos? What was done to address the patient reaction? Why was patient brought to ICU? Please describe medications prescribed and any other medical or surgical interventions performed and when administered? Was the product removed? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved with the second procedure. Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). If the patient is female, has the patient been exposed to similar products, such as artificial nails?

Event description:
It was reported that the patient underwent a total hip replacement on an unknown date and topical skin adhesive was used. The patient developed a major reaction including kidney dysfunction and was in the ICU for a few days. Eight weeks prior to this procedure, the patient had developed a mild erythema around the incision site after the initial hip procedure. Additional information has been requested.